Event description:
Customer reported a low blood glucose event. Customer was experiencing low blood glucose levels. The blood glucose level was 25 mg/dl. Customer treated with food. The paramedics were called and treated the customer at the scene. Customer stated that their insulin pump had been receiving numerous alarms. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump receive with alarms and lost of settings after battery change. All operating currents are within specifications and device passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A scratched lcd window was also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was programmed with correct time, date and was monitored with 1.0 u/hr basal rate and monitored for five days. Several boluses were programmed and delivered during these period. The insulin pump delivered properly the basal profile and all programmed bolus. All basal and bolus were properly recorded at the bolus and daily totals history file. No bolus or bolus history anomalies were noted. The insulin pump alarmed unexpected restart and loss of setting after battery installation due to c13 interface board leaking voltage. However, after component replacement, the insulin pump functioned properly.